Event description:
The customer reported that the system intermittently would not emit x-rays, there is no report of pt injury.

Manufacturer narrative:
A ge service presentative performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.